Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4470 boston scientific lead, implanted: (B)(6) 2012; 6947-65 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the longevity estimator in the device provided an estimate that was lower then expected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).